Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov3060007 and cov3030009. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Please see the cpus230910 attachment for the results of cov3060007 and the cpus230881 attachment for the results of cov3030009. The test results of retention samples from cov3060007 and cov3030009 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Called in because she purchased 2 flowflex kits and no results displayed on both. No c or t line appeared. The test area did not change color at all. She followed the directions exactly. She dispensed the sample into the s well. She waited the 15 minutes. She has since thrown the test cassettes away. The kits were purchased at publix.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on both. No c or t line appeared. The test area did not change color at all. She followed the directions exactly. She dispensed the sample into the s well. She waited the 15 minutes. She has since thrown the test cassettes away. The kits were purchased at publix..